Manufacturer narrative:
The pump was returned for analysis. The evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.

Event description:
Additional information: it was reported that the hospital staff first noted an issue regarding the driveline infection on (B)(6) 2014, due to trauma to the driveline site. The patient was diagnosed with a staph infection on (B)(6) 2014 and was treated with doxycycline. The patient's pump was exchanged on (B)(6) 2015.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient experienced a driveline infection. A culture was taken and the result was (B)(6). The patient¿s temperature on (B)(6) 2014 was 98.30f. On (B)(6) 2014, the patient¿s white blood cell count was 5.50 10^3/ml. The patient was given drug therapy.

Manufacturer narrative:
Approximate age of device is 9 months. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the reported driveline infection and the evaluation findings of the pump could not be conclusively determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. Although a root cause for the reported driveline infection could not be conclusively determined through this evaluation, it was communicated that there was trauma to the driveline exit site. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.